Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's right ventricular lead exhibited loss of capture and diminished r-wave amplitude. It was suspected that the lead had dislodged. The lead was capped and replaced on (B)(6) 2022. The patient was stable.